Event description:
It was reported that during a mildly tortuous, heavily calcified, left anterior descending artery (lad) stenting procedure, a xience xpedition stent delivery system (sds) was advanced to the lesion. The balloon would not inflate using a 50%contrast/50% saline solution at all for deployment of the stent. Reportedly, there were no issues with the inflation device, no issues at all during preparation, and there was no balloon rupture seen. The sds was removed and another xience xpedition sds was used successfully for the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.